Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the closurefast catheter prior to procedure. The lumen was flushed prior to use and a guidewire was used for insertion of the catheter. IFU was followed and the proper temperature was reached. It was reported that the catheter temperature thermocouple coil melted. One cycle was delivered and the vein did close. After using one blood vessel, the coating on the tip of the catheter was peeled off so the next blood vessel operation could not be performed. The procedure was completed with a new catheter. No patient injury.

Manufacturer narrative:
Product analysis: the closurefast device was returned to medtronic investigation lab for evaluation. The device was returned within a sealed biohazard bag. No ancillary devices or images from the procedure were received with the device. No issues identified in the catheter connector; all pins were straight. Visual inspection of the returned device found the fep layer was burnt/melted and the coil was exposed at the proximal of the element/coil. A slight bend in the proximal end of the coil was also noted. Under magnification at the site of the bend in the coil, burnt coagulum was noted. Sanguine residue was noted around the fep sleeve coating near the bend in the coil. The coil was exposed. The catheter connector was plugged into the resistance tester to perform continuity and resistance functional test; the catheter was tested according to the test parameters, test methods and acceptance criteria. Test 1. (E+/ e- test) (specification: 80 ohms to 113 ohms) ¿ result = 86.7 ohms test 2. (Tc+/ tc- test) (specification: <(><<)>(><(><<)><(><<)>)> 250 ohms) ¿ result = 111.2 ohms test 3. (Resistor 1) (specification: 13.43 to 13.97 k ohms) result = 13.66 k ohms test 4. (Resistor 2) (specification: 7.90 k ohms to 8.22 k ohms) result = 8.04 k ohms all 4 tests passed as per acceptance criteria. The catheter was connected and recognized by both the rfg3 and rfg2 lab generator when plugged in. When the temperature rose to 120 c, the device completed the cycle without an advisory message being seen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.